Manufacturer narrative:
It was reported that the tamp used in the surgery caused no harm to the patient and a visual inspection confirmed no issues with the instrument. In addition, it was reported that since august 2018, there were 11 surgeries performed using the instrument. This instrument is a concomitant product. Concomitant product.

Event description:
It was reported there was no issue with the tamp which was used in an attempt to rotate the cage. The cage continued to move forward and became too anterior to the desired positioning.

Event description:
It was reported that intra-operatively while attempting to rotate the cage using tamp, the cage did not rotate and continued move forward. The cage became too anterior to the desired positioning.